Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck on the tip clamp in position 12, the reported problem area of the pipette assembly. The collet clamp was replace and the sleeve cleaned. The instrument was tested without further problem, and was returned to expected operation.